Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the mcs tip cover accessory with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory installed on an mcs instrument came off as the surgical staff was removing the instrument. The staff was able to recover the mcs tip cover accessory during the same surgical procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said that the mcs tip cover accessory fell inside the patient when the customer was trying to remove the instrument. The tip cover was immediately retrieved. The mcs tip cover accessory was inspected prior to use and no damage or nothing out of ordinary was noted. The mcs instrument did not collide with any other instrument. The mcs tip cover accessory was properly installed. The instrument tip was straightened upon removal. There was no damage/holes noted on the mcs tip cover accessory. The mcs instrument was functioning as expected during the surgical procedure.